Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump got wet and stopped working. Customer's blood glucose was 180mg/dl at the time of incident. Customer changed the battery but display did not return. The product will be returned.

Manufacturer narrative:
Device received with blank display due to corroded electronic assemblies. No vibrating noted, unable to verify critical pump error due to blank display. Device received with corroded motor home switch and corroded battery tube. Unit received with minor scratches on case, cracked case corner of the belt clip rails near the battery compartment, pillowing keypad overlay, cracked retainer and minor scratches on lcd window.